Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tears at the distal end where the mouth exits. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover broke intraoperatively. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it is unknown if the damage is on the clear end of the tip cover accessory. It is unknown if the tip cover had any holes on the gray silicone area. No pictures are available.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.